Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: material no.: 305195 batch no.: 9296292. It was reported that there was a black build-up on the needle shaft and inside the tip that flaked off. Per email: I am writing to you because of a faulty 18g precisionglide needle. I was about to compound a drip for a patient in our pharmacy IV room, when I took the cap off the needle and noticed black buildup on the outside of the needle shaft and on the inside of the tip. When I touched the shaft of the needle with my glove, the black buildup started to flake off. I am confident that if I had used this needle, the buildup would have flaked off in the vial that I was using to compound a patient specific drip; which, could have caused harm to the patient and possibly even resulted in a pulmonary embolism. Because of this, I am going to provide you with the needle's specific product information incase you need it to recall this product.